Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system (sds) balloon would not inflate and stent damage occurred. The 80-85% stenosed lesion being treated was located in the non-calcified, non-tortuous mid left anterior descending (lad) artery. The lesion was predilated with an unk balloon. The physician attempted to deploy a 2.25x12mm taxus liberte drug eluting stent, but was unable to inflate the sds balloon after several attempts. The stent delivery system was withdrawn and upon inspection the stent was found to be sticking out the proximal shaft of the balloon. The procedure was completed with another taxus liberte stent. No pt complications were reported. Pt's status reported as "stable".